Event description:
It was reported that the implantable pulse generator (ipg) was near elective replacement indicator (eri) due to high atrial impedance. The ipg was explanted, the leads were capped and a new ipg system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrs1 implantable pulse generator (ipg), implanted: (B)(6) 2010; 4965-25 implantable pacing lead, implanted (B)(6) 2010. (B)(4).